Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that system could not do exposure. Review of log files shows the foot switch errors. Upon functional testing, fse found that the footswitch was bend and that caused xray failure during surgery. The philips engineer replaced foot switch. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that x-ray was not possible on the allura system. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.